Event description:
This is in regards to the insulet omnipod recall. I had received one of the bad lots. I went into diabetic ketoacidosis from a defective pod prior to the recall being released. I was in the emergency room and subsequently, ICU on (B)(6) at the (B)(6) center.